Event description:
It was reported that during a nephrectomy procedure, the device would cut but stapled partially. During the use of the initial cartridge, the device cut but partially stapled. There was a hemorrhage at the middle of the staples line. The surgeon has had difficulties to remove the device from the tissues. The patient received a blood transfusion (no indication on the quantity of blood) and the surgeon converted in laparotomy to perform his procedure without further issue. At this day, the patient is doing well.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.